Manufacturer narrative:
The ventilator was investigated on site and the air gas module was diagnosed to be broken. The hospital decided to not repair the ventilator. The failure with failing flow transducer test during pre-use check was confirmed in received device logs. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2020. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).